Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula event on (B)(6) 2026. The insertion site was on abdomen, and the infusion set had been in use for one day. Due to the event, the patient experienced high blood glucose measuring over 500 mg/dl and was treated with manual injection.